Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a negative axsym hbsag (1.30 s/co) result on a patient who tested roche elecsys reactive (1.18 with a cut-off of 1.0). The patient tested total core reactive, core-m reactive and hbeag negative with high transaminase values. The specimen was repeated with the same results. Then, the specimen was sent to another laboratory that tested axsym hbsag negative, imx hbsag negative (0.68 s/n) and core-m reactive. A second specimen was obtained from the patient which tested roche elecsys negative (0.35 no units of measurement given), axsym hbsag negative, hbeag negative, total core reactive, core-m reactive but with lower readings than previously tested for the transaminases and core-m. This patient has a clinical history that agrees with the symptoms of hepatitis. There was no impact to patient management reported

Manufacturer narrative:
Evaluation (other): device/samples not returned. Retained kit testing met all specifications this late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No sample returns were received from the customer site to be tested in this investigation. Testing of retained sample (reagent kits stored at abbott laboratories) of axsym hbsag (v2) reagent, lot number 53381lu00 could not be performed since the reagent lot was already expired when the complaint was received at the investigation unit. Historical complaint data for lot 53381lu00 was not available as well, however lot 53381lu00 (which is equivalent to lot number 53381lu03) was used as a reference lot for other complaint investigations, therefore calibration and control results for lot 53381lu00 received within two complaint investigations have been reviewed. This data review revealed that axsym hbsag (v2) reagent lot number 53381lu00 met package insert claims; index calibrator and controls showed values within typical range. A comparison of the final lot approval and retained sample data for lot number 53381lu00 showed that the values of negative control and positive controls were well within the specification range. As part of this investigation a review was performed of the complaint and manufacturing records for axsym hbsag (v2) reagent, lot number(s) 53381lu00. This review did not identify any problems relating to the customer's observation. Based on this investigation, it is determined that axsym hbsag (v2) reagent, lot number(s) 53381lu03, identified in this complaint, is performing acceptably. The axsym hbsag (v2) assay package insert states: for diagnostic purposes and in order to differentiate acute hbv infection from chronic hbv infection, the detection of hbsag must be correlated with patient symptoms and other hepatitis b viral serological markers. This is the final report.